Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose level was unknown. The customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. No further details were provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. All of the buttons functioned properly and no moisture damage as found on the keypad traces noted. The keypad connector was fully locked. The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.